Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-533b-(B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure@68,084 joules and 11:40 minutes; ¿fiber tip was loose¿ and ¿tip fell off in patient during case¿ was noted. The fiber tip was not cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: "ok" reported. No injury to patient was reported.

Manufacturer narrative:
(B)(4)